Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found on the external parts of the device. The dowel pin was not all the way into the plunger head mount. Error history log review found a system failure: force sensor test error. The root cause of the reported issue was found to be syringe was loaded onto the device during power-up self test. No damage or fluid ingression was found with the plunger assembly. Actions were taken to mitigate the reported issue: replaced force sensor as a preventive measure.

Event description:
It was reported that the pump had a force sensor error. No patient injury was reported.